Manufacturer narrative:
D.4. The correct serial number of the hemochron signature elite instrument named in this MDR is (B)(6).

Event description:
Follow-up #2.

Manufacturer narrative:
This MDR follow-up #1 provides findings from the device evaluation and references accriva diagnostics' complaint number (B)(4) for the hemochron signature elite, serial number (B)(4) . Method code: 10 testing of actual/suspected device. Results code: 213 no device problem found. Conclusion code: 67 no problem detected. The device performed within specifications. The root cause of the high act+ test result reported is most likely to be user error. No new data requested from the customer that is required to compete form FDA 3500-a was received. MDR 2250033-2018-00030 follow-up #1 is accriva diagnostics' final report on this complaint and effectively closes the case.

Event description:
Follow-up #1.

Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for the hemochron signature elite, serial number (B)(4). Accriva diagnostics has requested all data required for form 3500a. This is the initial 30-day report that precedes the instrument evaluation. MDR 2250033-2018-00030 follow-up #1 will be submitted after the device is returned to the manufacturer and the evaluation is completed.

Event description:
Healthcare professional reported that a hemochron signature elite and low-range act system reported higher than expected patient results during a coronary artery bypass graft and mitral valve repair. The patient was receiving intravenous heparin with a target act of 400+ seconds. After a bolus dose of heparin, a higher than expected act result was reported. The next act result was below the act target, which was unexpected low result, which when repeated was also below the act target. Additional heparin was administered and subsequent act results were as expected. The elite instrument in question passed liquid and electronic quality controls prior to the start of the procedure.